Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of 149 ohms. Boston scientific technical services (ts) was consulted and discussed that the lead was a single coil shocking lead, which may contribute to the higher shock impedance values. It was noted that the shock impedance measurement appeared to be stable. At this time no x-ray images have been taken and the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that high out of range shock impedance measurements of greater than 125 ohms continued. A revision procedure was performed where the rv lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.